Manufacturer narrative:
The primary complaint of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review of the returned autopulse platform. However, the issue could not be replicated during functional testing. Ua 7 can occurred when the load sensing system detects a weight/load imbalance between the two load cells, when the patient is not oriented on the autopulse platform correctly, or when the patient has shifted during compression. A load cell characterization test was performed and confirmed that both load cell modules are functioning within the specification. A run-in test was also performed using the 95% patient large resuscitation test fixture (lrtf) using known good test batteries until discharged without any fault or error. The autopulse platform is a reusable device and was manufactured in 2015. Device history record was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
On (B)(6) 2017, the jackson township fire department responded to a call of male in cardiac arrest. During patient use, it was reported that the autopulse platform (sn: (B)(4)) provided five (5) compressions, stopped, and displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Despite the crews attempt to reposition the patient, the issue was not resolved. The responding crew ultimately reverted to manual CPR. There was no known patient consequence reported.